Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not boot up successfully. Upon further inspection, philips remote service engineer (rse) confirmed that the that the host-pc was not powering up along with the equipment. Fse visited onsite and confirmed that the motherboard battery has an issue. Fse replaced the motherboard battery. After the replacement of motherboard battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.